Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support and during support the patient had limb ischemia with damage. Support was continued. The patient survived the event.

Manufacturer narrative:
The investigation for the low pump flow and myocardial ischemia has been completed. Data logs were reviewed which did not show motor current (mc) spikes. Many suction alarms observed. There were no positioning issues. Placement signal (ps) no reliable alarms were observed. Case started with low mc and low pump flow at p-9 and flow went back to required flow range at p-6. The cause of the low pump flow issue cannot be determined since the complaint device not returned for analysis and insufficient clinical data provided. The root cause of the ischemia could not be determined without additional clinical details. Added-h6 med dev prob code 1248 corrections to the initial MFR report: b5-it was initially reported that the patient had limb ischemia with damage. This should have stated that the patient had myocardial ischemia with damage. Additionally, it was reported that there were existing suction alarm during support.